Event description:
Patient admitted with abnormal flows and powers and leg swelling. Patient had increased vad numbers (flow 10.6 l/min, speed 9400 rpm, power 8.8 watts, pi 3.4) in clinic on (B)(6) but stable ldh in the 200-300 range; patient diuresed with improvement of symptoms. Log files were sent to thoratec for analysis and noted for increased trends starting in (B)(6). Rhc done (B)(6) 2016: pcwp 19 mmhg at speed of 9800, pa 42/17 mmhg, ra 15, ci 2.6 l/min2. Echo speed study on (B)(6) 2015 noted mr but on rhc speed study, the pcwp decreased with increased speed. On (B)(6) 2016: cta chest noted small amount of nonocclusive thrombus versus intimal hyperplasia along the visible inflow tract; no fluid collection associated with drive wire; non-occlusive intimal hyperplasia in the outflow tract. Controller was changed on (B)(6) 2016 to eliminate software issues. Patient was upgraded to 1a transplant status for vad malfunction on (B)(6) 2016.